Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Distal cut was off by 10mm on the lateral side due to a base array not properly assembled. Case type / application: tka 2.0.

Event description:
No new information.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: 1. As per the details provided by the complainant the alleged failure is due to a base array not properly assembled. 2. A request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. As per the details provided by the complainant the alleged failure is due to a base array not properly assembled. A request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.